Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Caller also reported a lab result of 4.8 inr taken on (B)(6) 2010. Physician changed patient's dosage after receiving 4.8, 3.7 and 1.6 inr results. Patient thinks that his therapeutic range is: 2.5-3.0 inr.